Event description:
While using a byte day aligners, patient reported that they have experienced significant discomfort and pain in their jaw due to the aligners. The pain was unbearable it caused them to take a break from wearing them. When they attempted to resume using the aligners, the pain intensified to the point their jaw became immobile and they experienced bleeding. The patient consulted with their orthodontist for this issue, and they confirmed that the level of pain and associated symptoms are not normal. Orthodontist believes that byte is not suitable for their teeth and would not lead to the desired results. Their orthodontist is willing to provide a letter of support explaining why the treatment is not appropriate and would cause further harm. Provided information and tips for tmj, bleeding and general ortho discomfort tips. Requested lor from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.